Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. It was reported that the logs were truncated during the select patient task.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when attempting to load exams onto the system. The navigation system was reported to have displayed a critical error message when starting up. The system then restarted and allowed to enter the ear, nose and throat (ent) application software. Once in the software, the navigation system became unresponsive loading the disc. There was no patient present when this issue was identified. No additional information was provided.